Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs plus serial number (B)(4) for two patients when compared to a laboratory using thromborel s reagent. Of the data provided, only the results for one patient were discrepant. The meter result was 5.0 inr and the result from the laboratory was 3.5 inr. On (B)(6) 2018, the result from the meter was 5.1 inr and the laboratory result was 3.9 inr. On (B)(6) 2018, the meter result was 5.7 inr and the laboratory result was 4.0 inr. There was no allegation of an adverse event. The patient had no recent changes to diet or medications. The therapeutic range was 3.5 to 4.0 inr.

Manufacturer narrative:
The customer has not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.